Event description:
This is filed to report the clip detaching from the posterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw mitraclip was implanted but detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize - one medial and one lateral to the slda. The procedure ended with mr reduced to grade 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.